Event description:
It was reported that fluid was leaking from inside the twist clamp of a minicap extended life pd transfer set. This was observed when the patient was at the clinic for an appointment. The transfer set was replaced. There was no patient injury; however, the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.